Manufacturer narrative:
(B)(4). Method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
During the installation of new an ingenia mr system, while moving the cabinets, the electronic rack fell out of the liquid cooling cabinet (lcc2a) on the leg of one member of the installation team. This caused a serious injury to the leg of one of the people of the installation team, his leg required stitches.